Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. At hospital they took the insulin pump off. Customer reported that she was hospitalized for broken leg as well. No further information given about the hospitalization. Insulin pump will not be returned for analysis.